Event description:
During trans hepatic intraportal shunt (tips) procedure, while advancing catheter through sheath, the end of sheath broke off and implanted into stent which is placed in the portal vein. When contrast was injected through stent, tip was noticed.